Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. Share log review shows signal loss in the log within the investigation window. The customer complaint was confirmed because there was an indication of a transmitter loss of connection. The root cause could not be determined.